Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer initially stated that they had a problem with failing calibration and controls after the electrode was changed for the ise indirect na for gen.2 (sodium) test on the c501 analyzer. Controls performed after calibration failed. A reagent prime was then performed and controls were within range. The customer started running patient samples for ion selective electrode (ise) tests when they thought the issue was resolved, but then noticed a trend of high sodium results. A patient sample was repeated on a c311 analyzer and the result was lower. The customer stated that they repeated approximately 30 patient samples and provided data for 29 patient samples. Of these, 17 had erroneous results that were reported outside of the laboratory for sodium. Refer to the attachment for all patient data. The samples were initially tested on the c501 analyzer and these results were reported outside of the laboratory. The first repeat performed on sample 1 was tested on the same c501 analyzer. All of the second repeat results were performed on the c311 analyzer and these results were believed to be correct. The patients were not adversely affected. The ise sipper and pinch valve tubing were changed. Bottles of diluent were also changed. The customer ran controls again, but were unsure if sodium results were reliable, event with passing calibration and controls. The customer discontinued ise testing on the analyzer. The field service representative determined the cause to be a defective sodium electrode. The customer replaced the electrode. The customer ran calibration and controls; these were acceptable.

Manufacturer narrative:
The electrode of lot q8798 was investigated. Precision studies were performed. The electrode was determined to be abnormal. The membrane of the electrode was investigated using a fiber-optic camera. It was determined something adhered to the surface of the electrode. Irregularities were also found on the body. Based upon this information, it is likely the electrode was deformed in the electrode flow path and the membrane varied in adhesion at the time of manufacturing, which resulted in the issue.

Manufacturer narrative:
Medwatch lot number has been updated. It has been confirmed that the electrode lot number in use during the time of the event was q8798.

Manufacturer narrative:
Medwatch field d4 lot number has been updated. The customer provided electrode lot numbers q8769 and q8798 for investigation. One electrode was sealed in packaging and the other was in use at the time of the event. The customer stated that the one in the packaging was never used, but since it was the same lot number q87, they decided not to use that one. The electrode that was not sealed was the electrode in use during the event. It was asked, but it is not known if it was electrode lot number q8769 or q8798 that was in use during the time of the event. Investigations have identified issues with other sodium electrodes. These electrodes exhibit results that are outside of specifications when performing an ise check and/or fail upon initial calibration, immediately showing bad quality control results. Investigation of the electrodes is ongoing.

Manufacturer narrative:
(B)(4) complaints of a similar nature were reported in 2016. These complaints are tracked and trended.